Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,14-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had not displayed the patient ID nurses to remove medications under his patient ID. The technical support specialist accessed the server. The patient appeared admitted with orders, but only one admission discharge transfer update message was found in structured query language server management studio. No activity or transactions were recorded for the patient. The specialist determined that a register message was missing. They advised the customer to adjust the admission inactivity days setting. After making the change, the customer confirmed the issue was resolved. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es patient shows up as admitted in the server but does not cross over to our machine for the nurses to remove medications under his name. There were no adverse events or injuries reported based on this incident.